Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, opening on radius, brown particles inner the device and wear abrasion. Microscopic analysis was performed which identified, crease smooth opening on radius. And observed, void >1 mm in non-textured, valve-to shell-bond area. The leak test is not performed, because the opening is extended. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.